Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the insulin delivery pump (ilet) was dropped after the tubing became caught on a door handle, resulting in a cracked touchscreen. Following the drop, the user was unable to make selections on the device screen. Blood glucose (bg) was affected, with a recorded value of 356 mg/dl. The ilet alerted the user of a high bg. The user reverted to backup therapy using multiple daily injections (mdi) and received a replacement ilet device.